Event description:
Information received that the brakes were not working properly. Wheels will lock but swivel free. No injury reported.

Manufacturer narrative:
Technician found that the wheels will lock but swivel free. Replaced all four casters to resolve this issue.